Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, there was no co2 flowing through the cannula on the vasoview hemopro 2. An accessory pack was used and still there was no co2 flowing. A replacement device was used to complete the procedure. The hosp did not report any pt effects.